Event description:
The lead was removed due to an infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and proximal conductor fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay has cosmetic environmental stress cracking, the outer tubing overlay was breach cut, the outer tubing environmental stress cracking was breach (non-electrical), there was blood in/on the helix/lobe mechanism and there was tissue on the helix. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.